Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" last week inr = 7.5, repeat 3.7. This week inr = 6.8. This week testing also included errors: qc2h and error 413. Pt therapeutic range is 2.0-3.0.